Manufacturer narrative:
Device evaluation summary device evaluation of electrode belt (B)(4) has been completed. The reported problem ("adjust belt or check belt" messages, "check therapy pad" messages) has been confirmed. As received, the belt failed incoming testing, specifically the ECG fall off test. Upon investigation, there was an open brown wire (-5v) between pin 5 in connector p1001 and connector p702 pin 5. The cause of the test failure and reported alarms is the open wire. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the patient was receiving "check therapy pad" and "adjust belt or check belt" messages.